Event description:
An ipp device was implanted, date not indicated. On 12/19/96, the entire device was removed from the pt and replaced due to fluid loss. Co has requested add'l info. Add'l lot/ser#: 1614l 013.